Event description:
(B)(4). Severe pain in both tubes were the coils are and throbbing. As I was standing in the shower, the pain hit out of nowhere. It was so bad that I doubled over, holding my lower abdominal area and was in tears. I became weak from the pain. The pain lasted for at least 30 minutes. The pain and throbbing continue to hit sporadically everyday and lasts anywhere from a few moments to several hours. I've had to go to the ER several times.